Event description:
The customer reported via phone call that the display on the insulin pump was alarming but nothing was shown on the screen. She removed the battery for two hours and when it was placed back, the screen showed vertical lines. Customer stated that the device was dropped about a month ago, but it had no physical damage and also that the day before she went to the beach but device was not near the water. During troubleshooting; the customer noticed the lcd screen has a crack. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. She was advised to insert a new battery; the display did not return. She was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 87 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. No cracks were noted on the lcd glass. Moisture damage was noted on the lcd board.